Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the surgeon was having problems with the movement of the universal surgical manipulator (usm) 3. This had been a reoccurring issue for the surgeon for 2 months. The surgeon stated that when inserting an instrument into usm 3, the usm movement was odd. They have to move against the instrument because it would move in the wrong direction. They have to rotate the usm 360 to 540 degrees so that they can work properly. When holding tissue with a clamp on usm 3, the clamp does not close properly. It is difficult to hold material since it is not clamping properly. Since the problem has been ongoing for 2 months, several different instruments have been used. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the same instrument in the other usms, the customer confirmed there were no issues then. Scissors were tested on usm 3 and everything worked normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse recalibrated the right master tool manipulator (mtm). The system was tested and verified as ready for use.